Event description:
It was reported that the customer had leaky reservoirs. The customer's grandmother stated that the customer had air bubbles in the tubing and the reservoir. The customer's grandmother stated that the leak is past both o-rings, that the bottom of the reservoir is wet and that the inside of the insulin pump is dry but smells of insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.